Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device needs to be checked for the accuracy of the measurements. No patient impact or consequences were reported.

Event description:
The customer reported the device needs to be checked for the accuracy of the measurements. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The device was found to visually and audibly alarm during alert conditions. The device was able to obtain spo2 and pulse rate readings using customer sensor and masimo sensor. Customer device displayed measurements that are comparable to masimo test device and sensor. All tested measurements are within specifications. The device is fully functional. Customer also returned one patient cable which was also found to be fully functional. Customer complaint was not duplicated.